Manufacturer narrative:
The reported event of band failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician deployed the first and second bands without any issue. However, when the physician attempted to release the third band it could not be released. The physician removed the device and changed to another speedband superview super 7 device and completed the procedure. No patient complications was reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted the irrigation tube and trip wire very tangled upon receipt. It was also noticed that 5 bands were in their proper position on the ligator head and the teeth were not damaged. The suture was still intact and attached to the unit. A portion of another suture from a different ligator head was found attached to the trip wire loop. It was noted that the trip wire was not secured in the handle assembly slot; however, the handle assembly slot showed evidenced that the trip wire had been secured prior to investigation. A functional evaluation of the handle was performed and no issue was noted. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician deployed the first and second bands without any issue. However, when the physician attempted to release the third band it could not be released. The physician removed the device and changed to another speedband superview super 7 device and completed the procedure. No patient complications was reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.